Event description:
The taxus express2 3.0x24mm drug eluting stent was stuck on the guidewire. The physician was unable to remove the stent from the guidewire. While attempting to remove it from the wire, the stent was damaged. The lesion was then predilated and a taxus express2 3.0x24mm drug eluting stent was placed. No patient complications occurred. Patient status is reported to be satisfactory.